Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the right ventricular (rv) lead dislodged. The lead was revised and remains in use.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implant date: (B)(6) 2018. A2dr01, ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold and no capture. The lead was revised and is still in use. No patient complications have been reported as a result of this event.